Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. The representative mentioned that the blood glucose was going very and low. The representative declined to troubleshoot for the failed battery test alarm. The insulin pump will not be returned for analysis.